Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's blood glucose was in 389-508 mg/dl range. A correction bolus via the pump was delivered and pump supplies was changed to address bg. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.